Event description:
Add'l info rec'd from MFR 2/2/04: although, the date of the incident is listed, MFR did not receive the medwatch report from medsun until 10/27/03. MFR filed a complaint based on the medwatch on this date. The part number listed on the medwatch, 290k, is not a karl storz part number. After researching the issue, MFR believes that they were referring to a 27090k, peanut forceps, which was returned for repair on 6/30/03. When the repair order was set up, there was no mention that a screw from the forceps had fallen into a pt, only that the tip was broken. The customer was ocntacted for approval on the repair, the shaft was replaced and the forceps performance tested. The instrument was then returned to the customer. In the medwatch from medisun, itstated that the screw was located and removed successfully with no adverse effect to pt. No medwatch report was filed by MFR.

Event description:
The endoscopic forceps that was used to remove a kidney stone, had beoken during process. Surgeon noticed that the screw was missing from the jaw portion. The physician was able to locate the screw. It was then successfully removed from the pt using another forceps. The instrument went out to hte company for repair.